Event description:
It was reported per article of interest literature review that the patient with this implantable cardioverter defibrillator (ICD) presented with syncope, head strike, loss of consciousness, and fainting. Device interrogation identified two episodes of ventricular arrhythmia, each successfully terminated by delivered shocks. Further review of stored electrograms demonstrated that a premature ventricular contraction (pvc) occurred within the blanking period immediately following an atrial paced event and was not sensed by the device. Therefore, a subsequent ventricular paced beat was delivered at the programmed lower rate interval and occurred during the vulnerable repolarization phase of the preceding intrinsic ventricular event. This sequence of events resulted in the initiation of ventricular tachycardia (vt), which subsequently degenerated into ventricular fibrillation (vf). Programming optimization was performed, and routine follow up was planned. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. Nirthanakumaran, deva, et al. (2026). Tachycardia with a shock - what is the underlying mechanism?. Indian pacing and electrophysiology journal, https://doi.org/10.1016/j.ipej.2026.04.002.